Event description:
The customer reported a loss of cine/vascular functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. Cine boards and cables were evaluated and reseated. The sys was tested and found to be working as intended and returned to svc.